Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. There was no contact information provided on the maude event report; therefore, requests for additional information cannot be made. It was reported that the patient developed and was treated for recurrent infections. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Also reported was that the patient may have developed a recurrence. Infection and recurrence are both known possible adverse reactions listed in the products IFU. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, the mesh remains implanted. With the currently available information, no connection can be made between the reported event and the davol product in question. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported via maude report event (B)(4): (B)(6) 2012--patient was implanted with a 3dmax mesh for repair of a left inguinal hernia. Four weeks after surgery, patient developed severe pain and abdominal swelling along with recurrent infections. The patient saw the implanting surgeon, who informed her that the hernia had not reoccurred. She then saw her family doctor, urologist, and gynecologist. The problem has not resolved. A recent CT scan showed 3 cm herniation in left inguinal canal.